Event description:
Upon mapping of process of ablation, cs lead 7-8 would not communicate properly as signal designation was blank. Connecting cables were exchanged with same results. Catheter exchanged successfully, case commenced without injury to pt.